Manufacturer narrative:
Submit date: 01/03/2017. Based on additional information received from the customer, section was completed and updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reported they noticed fibers in the female patient's eyes during surgery on (B)(6) 2016 and on opening the safety needles it was noticed that the aforementioned needles had free fibers attached to the plastic safety device. No medical intervention required due to the event. No infection noted at present in ophthalmology patient.

Manufacturer narrative:
Submit date: 12/19/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer reported they noticed fibers in patient's eyes and on opening the safety needles it was noticed that the afore mentioned needles had free fibers attached to the plastic safety device. No medical intervention required due to the event. No infection noted at present in ophthalmology patient.